Manufacturer narrative:
The reported issue that there was a device malfunction could not be confirmed; no product or device logs were returned for investigation of this complaint file. Device history: a review of the device history record showed the device had a manufacture date of 04/28/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm a similar complaint with the same or related failure mode for this customer (pr 532687) reported after this complaint was opened. The root cause for the reported issue that there was a device malfunction was not determined because no product or device logs were returned for this reported complaint file. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that there was a device malfunction.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a device malfunction.